Event description:
It was reported that the system 9800 failed to initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the interconnect cable was defective with a broken wire. The wire was repaired. The system was tested and found to be working as intended and placed back into service.